Event description:
The ge oec 9800 fluoroscopy system had images mixed between pts when using the digital spot function.

Manufacturer narrative:
A ge oec service representative was investigating the issue and found a defective hard drive. The hard drive was removed and replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.